Event description:
It was reported that this pacemaker reverted to safety mode. It was reported that the patient underwent an unrelated procedure, where device programming changes were made for the procedure. When attempts were made to program the device back to the original settings following the procedure, the device reverted to safety mode. The battery status was reported to be at 1.5 years remaining at the time of interrogation. The patient was reported to be pacemaker dependent. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. It was reported that the patient underwent an unrelated procedure, where device programming changes were made for the procedure. When attempts were made to program the device back to the original settings following the procedure, the device reverted to safety mode. The battery status was reported to be at 1.5 years remaining at the time of interrogation. The patient was reported to be pacemaker dependent. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.